Event description:
Event description guidant received information that during the implant procedure, this left ventricular implantable lead perforated the coronary sinus. The implant procedure was abandoned and the lead was explanted and returned for analysis.